Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128 lot# va2p3rl serial# implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 17-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary dysfunction/sacral nerve stim. It was reported that there was an impedance issue. All greater than 4,000 reported in a clinic follow up. The hcp tried clearing impedances and reprogramming prior to removal. The cause was due to the lead was completely disconnected from the battery header. Device removal resolved the issue. Due to no symptom relief and impedances the patient wanted the device removed. In implant notes we had tightened down the battery and checked for impedances with zero issues. Patient had a return of symptoms and bowel incontinence.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2p3rl serial# implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional. They reported the cause of the lead disconnecting from the battery header was unknown. Patient had fallen hitting buttocks before incontinence symptoms returned. The steps taken were an explant on (B)(6) 2024 of implant interstim (B)(6) 2022 (removal and replacement). On (B)(6) 2023 visit impedance >400 on ¿0¿. (B)(6) 2023 visit ¿ patient doing well. On (B)(6) 2023 visit 75% of fecal incontinence controlled. 1 fecal incontinence daily vs every void pre-op. (B)(6) 2024 mobility impaired, impedances on 4 electrodes. The issue was confirmed resolved.